Event description:
The field service engineer while servicing the device found the co2 module needed to be replaced. There was no patient involvement. The field service engineer (fse) the field service engineer while servicing the device found the co2 module needed to be replaced. Upon conclusion of the evaluation, it was determined that the co2 module requires replacement. It was replaced. The device passed testing and was put back into service.